Event description:
Stopped working.

Manufacturer narrative:
The lot number provided (05713-05) was the lot number for the fast kit. The microtip lot number was unavailable because the unit was disposed of. The unit was not returned for eval. It is not possible to verify an assignable cause without evaluating the alleged complaint unit. Lot history review was not performed because the microtip lot number was unavailable. Customer service informed the sales rep of the importance of reporting the microtip lot number in the complaint.